Event description:
It was reported to philips that the device was not recognizing the battery due to broken pins. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to damaged pins on the battery pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device was deemed fit for use. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was not recognizing the battery due to broken pins. There was no patient involvement.